Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, the reported problem could not be replicated. The olympus lamp life meter indicated that the lamp was beyond its expiration time, which could have caused a dim image. In addition, the front panel mouth was cracked, the top cover had deep scratches with exposed metal, and dust was discovered inside the unit and on the scope socket. A worn socket slider switch caused intermittent use of high intensity mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported that it was too dark to see the endoscopic image when preparing the evis exera iii xenon light source for use in an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the low light intensity is because the lamp is approaching expiration. However, because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.